Event description:
The complainant reported laying on a heating pad on her lower back and falling asleep. She awoke to find third degree burn to her buttock.

Manufacturer narrative:
Sleeping while using the heating pad and laying on the pad are violations of the instructions and warnings provided with the product. This incident is direct result of misuse/abuse of the product.